Event description:
It was reported that 10 days after it was implanted, the right atrial (ra) lead was explanted and replaced due to observations of high out of range pacing impedances greater than 2000 ohms, loss of capture, and emi noise being oversensed. No additional adverse patient effects were reported.